Event description:
Customer reported the insulin pump had a blank screen and no power. Customer states that he takes out the battery or replaces it and it would work for a short period of time. Customer's blood glucose was 201 mg/dl. Possible causes were explained to the customer. Customer was advised to disconnect from the insulin pump. No damaged noted on the device or exposed to moisture. Customer uses duracell battery. Battery cap, battery compartment, or spring were not damaged or corroded. Customer inserted a new battery and display returned. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.